Event description:
It was reported that 3 upstream occlusion alarms occurred. The disposable used had the same lot number of tubing. The user switched to a different lot tubing and everything seemed to work properly after the switch. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: a sample was returned to manufacturing for investigation with its original packaging, and in unused condition. The returned units were visually inspected under normal conditions of illumination according to procedure. No obstructions, damaged or broken, or other defects were detected in none of the joins of the product. The sample was set for priming testing using a pump. Results: no discrepancies were detected, sample was fully priming and connected without difficulty, the pump was set running, liquid flow through the whole device without interruptions, no alarms were activated. The sample failed the accuracy delivery test by underdelivering at -7.03%. Production performs 100% visual inspection to assure that that tubing does not display excessive solvent. Production performs a delivery accuracy test to (B)(4) units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. Quality personnel takes a sample of (B)(4) units every two hours, prior to placing product in bag, to verify that: tubes are not occluded. Tubes are not kinked or coiled too tightly. Tubes shall not have flat spots, or other damage. The proper performance of the tests and that the results are within specification. Although there were no alarms activated the returned sample failed the accuracy delivery test. The most probable root cause is due to incorrect dosing of the adhesive. All mitigations on placed were verified and it was confirmed they have been executed according, therefore no corrective actions could be implemented, shm will be continue to monitor this failure condition in this product for threshold or escalation; however, production personnel were notified as an awareness for the failure mode reported by costumer. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.